Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl resulting in a "fall and stroke". Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged 11 days later with the issue resolved and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.